Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device deployed a malformed clip during the initial firing. When used again, the same device worked properly and was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.